Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this pacemaker and another manufacturer's right atrial (ra) lead exhibited noise and oversensing that resulted in inappropriate atrial tachy response (atr) mode switches, and high out of range pacing impedance measurements greater than 2,000 ohms. It was reported that the patient had recently underwent a transcatheter aortic valve replacement (tavr). Boston scientific technical services (ts) discussed the potential for a lead fracture and discussed troubleshooting options. Available information indicates that this product remains implanted and in service. No adverse patient effects were reported.